Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally and installed applications starts and runs normally. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. The software analysis was completed and the reported issue could not be confirmed because the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was no impact to the patient. They were testing two machines at once to see which one had the problem. They used the other machine for the case.

Manufacturer narrative:
Patient sex not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that computer replacement was needed. The manufacturing representative replaced the computer and the system then passed the system checkout and was found to be fully functional. The computer was return to medtronic, however, analysis has not been completed. Device manufacturing date is unavailable. Other relevant device(s) are: computer 9735225 rollingstone s7 / lot #: 1832515. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a catheter placement procedure. It was reported that the site became inaccurate in the middle of the case. They registered and was accurate. They could not confirm if the tracker had moved, however, they do go sterile after registering. The site used another system, registered, and kept accuracy. They swapped out the em box and emitters with a good system and the inaccuracy was still being experienced. There was a less than 1-hour delay to the procedure and no impact on patient outcome.